Event description:
It was reported that the left ventricular (lv) lead had dislodged and was pacing the atrium. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had also dislodged and was unable to capture the atrium. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk, ICD, implanted: (B)(6) 2010. (B)(4).